Event description:
It was reported that a revision surgery was peformed due to implant breakage.

Manufacturer narrative:
The likely cause of the fracture was a lack of proximal support. The lack of adequate proximal support would also cause a steeper orientation angle of the stem thereby causing an increase in stress and further decreasing the load carrying capability. The stem was well-fixed distally as evident by the observed bone ongrowth. In cases with compromised proximal femoral support, the stem can be subjected to loads that are above the fatigue strength of the material which leads to the fracture of the stem.